Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a swelling at the implant site. Antibiotic treatment and repositioning of the implant (date not reported) was attempted; however, the issue could not be resolved. The device was explanted on january 8, 2015. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.